Event description:
I have been using fixodent for approx 15 years. While I was using it, I began experiencing numbness, tingling, swelling, burning in legs, hips. I was diagnosed with neuropathy on (B) (6) 2002. My neuropathy is permanent. Dose or amount: denture cream. Frequency: once daily. Route: oral. Dates of use: (B) (6) 1993 to present. Diagnosis or reason for use: denture adhesive.